Event description:
"The patient is claiming `injury' diagnosed as inflammatory hyperpigmentation of approximately 5 month's duration. The hyperpigmentation is in the shape of the backpad ECG electrode applied during a colonoscopy. The patient has been send by a dermatologist during this time."